Manufacturer narrative:
Unique identifier (UDI): (B)(4). A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported on (B)(6) 2016 upon review of her treatment history records it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 3812ml fill 1: 2002ml drain 1: 4564ml the reported drain volume of 4564ml during drain 1 was 228% over the expected drain volume of 2000ml which resulted in a reportable device malfunction. The patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cycler showed signs of insect infestation of unknown cause. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported on (B)(6) 2016 upon review of her treatment history records it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 3812ml fill 1: 2002ml drain 1: 4564ml the reported drain volume of 4564ml during drain 1 was 228% over the expected drain volume of 2000ml which resulted in a reportable device malfunction. The patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete her remaining treatment. The patient did not require medical intervention or treatment as a result of the overfill.